Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the caller stated they had missed their appointment with their hcp and are having issues retaining urine and wanted assistance in changing programs. Caller said that symptoms started "probably 10 days ago". Caller said that the last time they were at their hcp office they told caller to contact hcp for help making adjustments. Caller said they were having the same issues that they started with. Caller also said they are starting to have leakages now where if they start peeing they can't control it. Caller stated they were "in trouble these past two days wetting myself too much". The caller changed programs and adjusted stimulation. Caller stated they had increased stimulation before, but that it was uncomfortable so they decreased it. Patient will maintain stimulation level and will continue to track symptoms. Patient confirmed stimulation in bicycle seat area and comfortable. The patient's relevant medical history included caller stated they have leaked when having sex. Agent redirected caller to talk with hcp. Caller stated they can't see their hcp until (B)(6).